Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead failed to perform as expected during implant. As result, the lead was removed and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be successfully implanted due to high out of range pacing impedance measurements. As result, the lead was removed and replaced prior pocket closure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.